Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h4: the manufacturing date for product number: nim4cpb1 is 2023-06-06, h6: additional codes img g02005 is applicable for product number: nim4cpb1, serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively vital console and patient interface was not working. There was no patient impact.

Manufacturer narrative:
H3: product analysis of product number: nim4cm01 verified 'not working properly.' Unit presented with sw:(v1.7.5), a low battery charge, and a broken eic pcba mute probe jack. Analysis of product number: nim4cpb1 verified 'not working properly.' Unit presented with sw:(v1.7.5), fully charged batteries, and a channel#1 electrode failure due to a broken afe pcba electrode pin. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.